Event description:
It was reported that, during two cases on the same day, the bonastent biliary stent failed to deploy. In each case this resulted in the requirement to remove the endoscope and place a different stent. There were no negative health consequences for the patient.